Event description:
It was reported that the handpiece test was conducted before the case and no issues were found. However, as soon as they entered the bone removal phase for the femur during surgery, an error that said "handpiece error" appeared and suggested it could be a connection or motor error issue. They re-calibrated and re-homed the handpiece, but the same error was present. The handpiece was swapped out for its backup to continue the procedure with a delay of less than 30 minutes.

Manufacturer narrative:
The navio handpiece part number 110137 (B)(6) used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the handpiece performance evaluation. The evaluation passed. Although the performance evaluation passed it was noticed that the snap lock nut easily unthreaded from the snap lock. A loose snap lock nut that positions itself against the base of the lead screw will result in an error confirming the reported problem. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause is related to a mechanical failure of the snap lock. As a part of corrective action, a more robust design of the snap lock has been released.